Event description:
The arthroplasty was revised due to gross loosening of the tibial componsnt. The femoral and tibial components were revised. The components were implanted in situ for 0-53 yards. Medical records and x-rays were not provided to stryker for review.